Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported a disconnection occurred between the line of the amia cassette and the supply bag. Renal therapy services (rts) explained the alarm and reviewed proper procedures with the patient. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.